Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was returned to edwards lifesciences for evaluation. The visual inspection of the returned device revealed the following: strain relief was observed to have a bend from being unsupported underneath, x-ray imagery shows a balloon shaft break under the strain relief, strain relief was removed by engineering and exposed the balloon shaft underneath, circumferential break through the pebax, vestamid and braiding was observed, necking observed on balloon shaft distal to the break, and light blue areas of pebax indicate that stress was applied to the breaking point. Due to the nature of the complaint, no applicable functional or dimensional testing was able to be performed. The complaint for "general risk - failure - delivery system leakage" was confirmed based on evaluation of the returned complaint device and provided imagery. No manufacturing non-conformances were identified during the evaluation. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. As reported, "it was noticed a perforation damage and a leakage close to the y-connector, in the proximal end of the commander delivery system balloon catheter. As a consequence, the valve was unable to be fully deployed." As no abnormalities were reported during device preparation, it is likely that procedural factors may have resulted in the reported leakage from the strain relief. Evaluation of the returned device revealed a circumferential break on the balloon shaft distal to the y-connector. The necking of the balloon shaft distal to the break may indicate high tensile force was applied to the y-connector during the procedure. If the balloon shaft breaks, it can result in a leak path and prevent balloon inflation. As such, available information suggests that procedural factors (excessive manipulation) may have contributed to the complaint event. However, a definitive root cause is unable to be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Per report from france, it was a case of an implant of a 23mm sapien 3 ultra valve, in aortic position by transfemoral approach. During procedure, it was noticed a perforation damage and a leakage close to the y-connector, in the proximal end of the commander delivery system balloon catheter. As a consequence, the valve was unable to be fully deployed. To continue the procedure, it was decided to withdraw the commander delivery system, since the valve was in stable position, and to exchange the commander delivery system by a new 23mm balloon, with which the final valve deployment was completed. The procedure was performed without any other problem. The final patient outcome was good.

Manufacturer narrative:
Investigation is ongoing.